Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room with hyperglycemia. Customer was not in diabetic ketoacidosis. Customer was sent home on "bid insulin". Customer's physician thought there might be a "problem" with the pump. Reportedly, different types of infusion sets were discussed with the customer. Although multiple attempts were made to contact the customer for additional information and perform a pump system check to confirm if there were any issues with the pump, no reply was received.